Event description:
Per the clinic, the patient experienced an infection at the implant site (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6), 2022. There are no plans to reimplant the patient with a new device as of the date of this report.